Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-2324bcsp, 4.75 mm biocomposite swivelock® anchor, self punching with white/blue 1.3 mm suturetape, the eyelet broke during the anchoring process into the bone, rendering it unusable. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. No additional anesthesia administered to the patient. All of the product/fragment was removed, and nothing remains in the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.